Event description:
Device was implanted in 2009 for birth control and it caused patient to suffer from heavy menstrual bleeding, painful menstrual bleeding, painful menstruation, bloating, indigestion and weakness. Patient was told by her doctor that she was having a reaction to the device. It was removed on (B)(6) 2013 and patient also had a partial hysterectomy. All symptoms resolved following removal of device.